Event description:
It was reported that the patient visited the hospital for issues with an inflatable penile prosthesis (ipp) pump. The pump was then replaced due to the pump staying flat when pressed. A patient outcome of stable was reported.

Event description:
It was reported that the patient visited the hospital for issues with an inflatable penile prosthesis(ipp) pump. The pump was then replaced due to the pump staying flat when pressed. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event.the product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.